Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported perforation. Based on available information, the reported perforation appears to be related to the mitraclip procedure (insertion of sgc across septum resulted in perforation). The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr), hypotension and intra aortic balloon pump(iabp) support for a mitraclip procedure. During the procedure, iabp was switched with non-abbott heart pump as the physician suspected right to left shunt. One mitraclip was successfully implanted at anterior and posterior leaflet 2(a2p2). Post removal of sgc, left to right shunt was observed. The mr was reduced to grade 3+ post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.